Manufacturer narrative:
During follow-up with the customer, one of the caregivers who carried out the transfer stated that the 95 years old female patient (44.4kg) was agitated at the time of transfer. The patient put her feet up on the bed and tilted backwards causing the lift to tip over. It was confirmed the patient suffered a head/scalp wound. No stitches were needed, but strips were used to close the wound. No scan was done following the fall, and the patient is currently fine. Viking s is a flexible mobile lift model which is excellent in environments with limited space. The application areas are the most commonly used lifting situations, such as transfer between bed and wheelchair, to and from the toilet and lifting to and from the floor. Viking s has electric raising and lowering of the lift arm and mechanical base widening. Viking s has three height settings on the lift mast in order to give an optimal lifting interval for different needs. The viking s instruction for use(IFU) states: individual fitting of the sling and other lifting accessories is of utmost importance for function and safety when using the lift. Before lifting, always make sure that: the lifting accessories are selected appropriately in terms of type, size, material and design with regard to the patient¿s needs; the lifting accessory is correctly and safely applied to the patient in order to avoid injuries. The liko highback sling 210 IFU states: the equipment should only be used by trained personnel. Exercise care and caution during use. As a caregiver, you are always responsible for the patient¿s safety. You must be aware of the patient¿s ability to make it through the lifting situation. Before lifting, keep the following points in mind: make sure the patient is sitting securely in the sling before transferring to another location. Never leave a patient unattended during a lifting situation. The reported event can be contributed to the patient's agitation and unexpected backward movement which led to the lift tipping over, and not a malfunction of the device. Additionally, the lift was also inspected by a hillrom technician and no malfunction could be identified. However, the patient sustained an open wound to the scalp requiring medical intervention (strips to reapproximate the wound) to preclude permanent damage to a body structure, thus concluding a serious injury occurred. If any additional information is received, the complaint will be updated accordingly. Based on this information no further actions are required.

Event description:
On (B)(6) 2023, hillrom received a user report stating a patient fell during a transfer with a viking s lift and a liko highback sling 210, resulting in a scalp wound with no subsequent consequences. Medical and/or surgical intervention were not initially reported. It was also noted that the lift was returned to the supplier, who inspected it and stated it was functioning as designed. The supplier did not inform hillrom of this event when it occurred on (B)(6) 2023. This incident was captured under hillrom complaint ref # (B)(4).